Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's pump stopped delivering insulin. There was no reported impact to the customer's blood glucose level. As the contact did not have the pump at the time tandem technical support was contacted, troubleshooting to determine why the pump stopped delivering insulin was unable to be determined. Although requested, additional information was not provided.